Event description:
It was reported that one of the patient's leads was moved during an unrelated surgical procedure on (B)(6) 2023, after which the patient experienced ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's leads were explanted and replaced to address the issue. The investigation was unable to determine which of the patient's leads attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000069478.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.